Event description:
It was reported that the user experienced recurrent low glucose readings, including 62 mg/dl on the pump with a confirmatory fingerstick of 64 mg/dl, and was guided to treat the hypoglycemia and review insulin on board, which was 0.00 units, with no unusual activity, missed meals, or medications reported. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery to 72 mg/dl, with no injury or hospitalization. Investigation included troubleshooting and user education regarding low glucose management and verification of insulin on board. Investigation of this case revealed no device alarms or evidence of insulin delivery causing the lows, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.